Event description:
The customer reported the instrument was generating hemoglobin and hematocrit (h&h) check fail and differential (diff) flags; and 50 mls of blue/green fluid leaked from the coulter lh 780 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses, and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed quick disconnect (qd7) was not locked and the fluid leaked onto the random access module (ram) and cables (j10 and j20). The fse replaced quick disconnect (qd7), the ram and ram cables (j10 and j20) and the instrument performed without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).